Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting false positive sars result. Customer states they were asymptomatic and tested due to a known exposure. Results were confirmed negative by pcr and other rapid antigen test.